Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation revision with a mentor smooth round moderate profile, 475cc saline implants, developed left sided spontaneous deflation, and bilateral ptosis grade iii postoperatively. The issue was discovered through physical examination. As a result, patient underwent bilateral removal and replacement with capsulorrhaphy and full mastopexy on (B)(6) 2021.

Manufacturer narrative:
Device evaluation completed on march 18 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant was found to have a tear on the anterior view, measuring approximately 0.5 cm. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications manufacturer¿s reference number: (B)(4).